Manufacturer narrative:
This report is filed on march 23, 2017.

Manufacturer narrative:
This report is submitted on february 23, 2017.

Event description:
Per the clinic, the patient experienced poor performance with device use and it was found that the electrode array was found to be outside the cochlear, resulting in the decision to explant. The device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.